Event description:
A caller reported alarms indicating multiple intermittent occlusion issues with their insulin pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a correction bolus via the pump and resolved the issue by changing the infusion set and cartridge, then resumed insulin delivery. There was no need for third-party assistance.